Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e other occupation upon investigation of the actual device used in this incident, it was determined that the device had post server migration or upgrade issue. A technical support specialist (tss) stated that a new es system deployment guide was released and noted that the customer¿s all in one (aio) server does not appear to meet the required hardware specifications. The customer¿s information technology (it) team should ensure that the server meets these specifications. The deployment guide and the hardware requirements referenced in the guide had been attached. In this case, the aio server supports fewer than 15 devices. The guide recommends 24 gb of ram, while the current server has 16 gb. Additionally, the drive space must be expanded to meet the requirements listed in the deployment guide. The tss recommended increasing both the drive space and the random access memory (ram) on the aio server to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had been slow and taken a few seconds to upload a patient, then a few more seconds to pull up their profile and medication list. Customer had experienced trouble signing on, worked for some but not for others. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had been slow and taken a few seconds to upload a patient, then a few more seconds to pull up their profile and medication list. Customer had experienced trouble signing on, worked for some but not for others. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.